Event description:
Caller reported a malfunction on pump with no notable events occurring prior. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset information and assisted caller with resetting pump, resolving issue as malfunction code did not recur. Customer was advised to continue using pump and to call back if problem happens again, which caller understood and acknowledged.